Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The interconnect cable and the circuit breaker was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system would not show an image. No pt injury was reported.